Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. D4: batch # u5dg7x. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a tyvek and a device ec60a were returned with no apparent damage. Further analysis showed that tyvek belongs to an ec45a device. Additional investigation of the returned lot number on the tyvek indicated that an ec60a device was packaged as an ec45a, based on the batch number of the returned device. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an appendectomy, inside a box of ec45a there was an ec60a. There were no patient consequences reported. Device is available for return.